Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. No baseline effusion was detected prior to the procedure. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The septum was crossed using standard procedure and no effusion was noted post crossing. The first device was deployed too proximal and recaptured. An effusion check was clear. A second device was deployed but failed the tug test and was fully recaptured. An effusion check was clear. A third 33mm device was deployed and an immediate effusion was noted by the echo physician. A perforation of the distal laa occurred leading to cardiac tamponade. A clinically significant blood pressure drop was noted when the effusion developed and increased in size. A pericardiocentesis was performed and the effusion was minimized. The physician rechecked the device and attempted a tug test but it failed and the device was removed. The effusion increased once the device was removed. Pericardiocentesis continued and when the patient was stabilized, she was transferred to an operating room lab. A sternotomy was done, the pericardial space was evacuated, and the laa was clipped. The patient was stable and has been discharged.